Manufacturer narrative:
Manufacturer narrative: the reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. The helix was extended/stretched/bent and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Corrected data: correction: previously report at serious injury but report type and h1 should be malfunction.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was replaced and the procedure continued with the new lead being implanted on (B)(6) 2025. The patient was stable throughout.